Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) intima ii experienced foreign matter contamination. The customer reported, "nurse feedback the color of prn darkened and needle deformed after storage for 2 months. The storage room is in good condition and no squeeze action."

Manufacturer narrative:
Investigation: a DHR was performed and no abnormalities were observed during the production of the batch. 66 samples were returned. The packages of the returned samples were turned to yellow and the prn of all the samples were turned to yellow as well. Retained samples showed no abnormalities. This was caused by strong oxidation or moist environment on transportation or inventory. The returned samples showed no needles bent. There is a possibility the needle bent during transportation or during a process in the plant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) intima ii experienced foreign matter contamination. The customer reported, "nurse feedback the color of prn darkened and needle deformed after storage for 2 months. The storage room is in good condition and no squeeze action."